Event description:
Patient was readmitted to hospital in 2001, due to infection at site of implant. Within a few days the patient developed a blood infection which affected their heart and lungs. Device was explanted 8 days later. Patient underwent multiple wound debridement procedures and was discharged and had ten months of wound care to recover from the infection. The company's products are shipped non-sterile and are required to be sterilized by one of the company's recommended methods. Source of infection is unknown.